Event description:
Customer reported that during preparation for use, the device showed no image with analog endoscopes (180's series). There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
The subject device was not returned to olympus service business center (sbc) for evaluation. According to the reporter, technician was onsite and repaired the device. The patient board set was replaced, cleaned and checked according to specifications. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was determined that the phenomenon was caused by faulty patient board set (ap board and dr board). Scopes before the 180 series are driven and controlled by ap board and dr board. The details of the faulty boards are unknown. However, as regards the phenomenon of no endoscopic image with the 180 scopes, it was confirmed that the design change of dr board was conducted on april 16, 2018. After the patient board set was replaced at on-site repair, the phenomenon was resolved. Olympus will continue to monitor field performance for this device.